Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because it was not working anymore and would not inflate. The patient also developed peyronies disease but the doctor does not feel it is related to the device. The device stopped working in late 2019. A new ipp device was implanted and the patient was stable following the surgery.